Event description:
During a percutaneous transluminal angioplasty (pta) to the right superficial femoral artery, the jindo (503-553) wire was advanced to the lesion; however, there was difficulty experienced crossing the lesion. Therefore, another guidewire (radifocus, 0.035in/terumo) was used to continue the procedure. The powerflex p3 balloon (4204040s) was advanced to perform pre-dilatation; however, there was resistance between the product and the sheath introducer (flexor, 7fr./cook) and the balloon catheter could not be advanced to the lesion. After the product (powerflex) was removed, a kink was found in the middle of the product; therefore, another balloon catheter (powerflex p3 4204020x) was used for the procedure. The vessel had moderate calcification, moderate tortuosity, and 90% stenosis. The product was clinically used without any adverse consequences to the patient (male, age: unknown). The jindo guidewire will be returned. The powerflex will not be returned. Analysis revealed that the distal ptfe tubing is compressed distally from the distal end of the proximal ptfe tubing, exposing approximately 4.30cm of the core wire and a tearing and bunching of the ptfe tubing distal of the exposure.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) to the right superficial femoral artery, the jindo wire was advanced to the lesion; however, there was difficulty experienced crossing the lesion. Therefore, another guidewire (radifocus) was used to continue the procedure. A powerflex p3 balloon was advanced to perform pre-dilatation; however, there was resistance between the product and the sheath introducer (cook) and the balloon catheter could not be advanced to the lesion. After the product (powerflex) was removed, a kink was found in the middle of the shaft. Another balloon catheter (powerflex p3) was used to complete the procedure. The vessel had moderate calcification, moderate tortuosity, and a 90% stenosis. There was no reported patient injury. This complaint is being reported because the jindo wire was returned for analysis. The analysis revealed that the distal ptfe tubing was compressed distally from the distal end of the proximal ptfe tubing, exposing the core wire and a tear and bunching of the ptfe tubing distal of the exposure. The patient's difficult anatomy and procedural manipulation may have contributed to the reported event. The difficulty to cross complaint could not be confirmed. The specimen does not present any indication of manufacturing defect or anomaly. Except were noted, the specimen is visually and dimensionally correct. The damage presented by the exposed specimen appears consistent with the distal tip of the catheter scraping along the wire shaft as it was advanced over the wire, or as the wire was withdrawn through the catheter after the unsuccessful attempt to cross the lesion. Based on the evidence presented by the sample article and the complaint documentation, it appears that procedural and/or clinical factors may have contributed to the event as reported. Without further information or evidence, assignment of the root cause of this event is subjective speculation. All records indicated that the product was final inspection tested and determined acceptable.